Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that complaint of ¿pump cassette was not attached, ¿ confirmed through pump power up test and attaching a 50ml cassette. Dso sensor will need to be replaced. The probable cause is typical due to defective dso sensor. Upon further investigation, dso seal delaminated. Dso seal will need to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump cassette was not attached. The event occurred during testing.